Event description:
(B)(4). I had essure put in 2012 after my second child was born. Have had chronic abdominal pain, back pain, bloating, heavy periods, severe headaches, fatigue and depression ever since. I have to sleep with a heating pad every night and take at least 1600 mg of ibuprofen daily to live with the constant pain. I am currently working to find a surgeon to remove the device as it adversely affects my quality of life. I had to have a dnc about a year or so after the procedure to get rid of blood that was not draining during my heavy periods and caused continual bleeding throughout the month.